Manufacturer narrative:
Concomitant medical products: 6947m62 lead, implanted: (B)(6) 2012; dtba1d4 device, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an increase in left ventricular (lv) lead impedance was observed. At this time, the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lv lead triggered another alert for high impedances, and possible loss of capture was observed on the current electrograms (egm). It was noted that a device check was done because patient was experiencing increased dyspnea and bradycardia. It was further reported that the right atrial (ra) lead exhibited undersensing on the current egm and during anti-tachycardia pacing episodes. The ra lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was received, which indicated the left ventricular (lv) lead triggered an alert for high impedance. The lv lead remains in use. No patient complications have been reported as a result of this event.